Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2018 - 01643, 0001822565 - 2018 - 01645, 0001822565 - 2018 - 01647. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient continues to experience shoulder pain following a revision procedure. No further information has been provided.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not a complaint against zimmer biomet implants. The initial report was forwarded in error and should be voided.